Event description:
Patient reported getting e4 errors (occlusion) after device was exposed to insulin from broken cartridge. Patient indicated that her blood gllucose was elevated (400's mg/dl). Patient indicated that she changed her site, tubing, adapter and cartridge several times, but the device would only bolus in very small amounts.